Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a fusion procedure on (B)(6) 2008. Surgeon performed a posterior fusion l2-l3 and l3-l4 using rhbmp-2/acs, hydroxyapatite, and local autograft. Following the surgery, patient developed inflammation, severe back pain that shoots down both of his legs. Patient's severe back pain has also caused him to be unable to work.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.